Event description:
Patient arrived in surgery for removal of infusaport. It was noted at that time that catheter was in two pieces, one connected to port and one migrated portion. Patient returned to hospital on (B)(6) 2006, interventional radiologist successfully retrieved fragment of catheter from patient's left pulmonary artery.